Manufacturer narrative:
Concomitant medical products: addrl1 ipg implant date (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. It was noted that the right ventricular (rv) lead was exhibiting over-sensing noise on presenting electrogram. The rv lead remains in use. No further patient complications have been reported as a result of this event.